Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the etco2 is not passing during operational check. There was no report of patient involvement.